Event description:
It was reported that during a da vinci surgical procedure, the system did not recognize the precise bipolar forceps instrument. A new instrument was used instead. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was successfully recognized during an in-house test. The pogo pins were not stuck or contaminated. The instrument was driven and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .135 - .323 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.